Event description:
It was reported the patient is no longer receiving stimulation. Lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.